Event description:
The customer reported falsely elevated/decreased alinity I stat highly sensitive troponin-I generated from an alinity I processing module and provided the following data: the alinity I processing module was generating multiple alarm conditions/ instrument error messages, which was resolved after replacing the level sensor. The customer reported a false low result on (B)(6) 2024 with sn: (B)(6) result was 0 pg/ml & retest with a different module was 12000 pg/ml per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Alinity I processing module for serial (B)(6) was evaluated. It was determined that the trigger alnty ci snsr bsl required replacement. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) verifies no subsequent issues have been reported related to discrepant results post the current issue was identified. A review of tracking and trending for the alinity I processing module did not identify any trends. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Review of the manufacturing documentation did not identify any non-conformances associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I processing module for serial (B)(6) or the alnty ci snsr bsl were identified.

Event description:
The customer reported falsely elevated/decreased alinity I stat high sensitive troponin-I generated from an alinity I processing module and provided the following data: the alinity I processing module was generating multiple alarm conditions/ instrument error messages, which was resolved after replacing the level sensor. The customer reported a false low result on (B)(6) 2024 with sn: (B)(6) result was 0 pg/ml & retest with a different module was 12000 pg/ml per the customer the discrepant results were not reported out to the patient¿s medical provider. No impact to patient management was reported.